Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the flex deflectable videoscope image sometimes flickers. The issue occurred during set up/inspection for use, before the patient was in the room. There were no reports of patient involvement.